Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and a sling used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01552 and 2210968-2013-26164. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was also reported that the patient underwent anterior vaginal mesh excision on (B)(6) 2010 due to mesh erosion, pelvic and vaginal pain, urinary incontinence and vaginal prolapse. It was reported that the patient underwent tension free vaginal tape revision on (B)(6) 2010 due to mesh erosion, pelvic and vaginal pain, urinary incontinence and vaginal prolapse. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01552. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01552. The same patient is represented in each medwatch.